Event description:
It was reported that this pacemaker system was exhibiting an increase in right atrial (ra) lead impedance measurements, with high capture thresholds, that led to high out of range impedance measurements. In addition, an inappropriate atrial tachycardia response (atr) due to lead safety switch (lss) was noted. Technical services (ts) was consulted and reviewed possible reasons for the high impedance measurements. This pacemaker system remains in service. No adverse patient effects were reported.